Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that dr. Indicated implant drop on the floor. The fixture was dropped on the floor during delivered. Tooth site # 19. Per indicates: no patient impact was reported, no surgical delay. Also, patient not returning for additional dental appointment to complete the procedure.

Event description:
Distributor confirm new implant was placed in the same surgery, also same driver was used to placed the new implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,3.7,13,mtx,mg (tsvtb13) & one (1) unknown driver were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted on the per. The reported implant was located on tooth # 36 (fdi) and was not used. The customer did provide one (1) picture. The implant does not appear to have signs of use. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1224920). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review could not be performed, as the lot number associated with the reported product (unknown driver) is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Complaint history review was performed for the reported lot number (1224920) for similar events and no other complaint was identified. No complaint history review could be performed without relevant lot and item information for unknown driver. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.